Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient was having a problem with the device flipping. The surgeon went back in and stitched a pocket around it and stated it shouldn¿t do it anymore; however, this did not resolve the issue and the device continued to flip. The patient noted that, if they bent over or leaned, the device would flip and sometimes felt like it did a complete flip. This issue began in 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that nothing led to the device flipping other than bending over/leaning. The issue was not resolved.